Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2020-01420. Device has not been returned for investigation at this time.

Event description:
It has been reported that the device is failing self-test.